Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s reported via phone call that the customer experienced hyperglycemia as well as diabetic ketoacidosis. The customer blood glucose level was 402 mg/dl at the time of incident and the current blood glucose level was 300 mg/dl. The customer was assisted with troubleshooting. The customer was treated with manual injection for high blood glucose. The customer stated that the insulin pump had no delivery alarm during manual prime. Customer states the insulin did exit. Advise to rewind insulin pump, reinsert reservoir into insulin pump and run manual prime to at least 5.0 units. Customer states the insulin pump alarmed no delivery at 3.0 units. The device will be returned for analysis.

Manufacturer narrative:
Device received with no button response due to flattened (escape and act ) button dome switch (no crease). The keypad connector on lcd is locked properly during visual inspection. Unable to verify no delivery alarm and perform displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to buttons not responding.